Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced scrotal erosion with an artificial urinary sphincter (aus) pump, leading to the device being removed. Approximately 4 months later, a new aus was implanted. No additional information was reported.